Event description:
The hearing performance is reportedly affected. The user has been re-implanted on (B)(6) 2021. This refers to report 9710014-2021-01019. Please refer to this report for further information.